Event description:
During an acl procedure the screw broke while being inserted into the femur. All pieces could not be removed from the pt. No pt injury was reported. The site was not tapped prior to insertion, as required in the instructions for use.